Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, the cubie did not eject while restocking the medication (NIFEDIPINE 10MG CAP 05 08 / b11AbAfAibAAC). However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(4) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(4) was performed from the date of manufacture, 02-OCT-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not eject while restocking the medication. A field service engineer (FSE) replaced the controller components and sensor and found that the row board had been affected by a liquid spill. The FSE replaced the row board, reconfigured the medbank system, and replaced the latch and hard stop components. The FSE then performed a customer cycle count test and verified that the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.